Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a cracked device screen, after which a replacement was arranged and instructions were provided to shut down the device and manage data and return logistics. Symptoms included no reported clinical effects and blood glucose levels in the normal range. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included customer service triage and confirmation of the physical screen damage. Investigation of this device revealed a device display component failure consistent with physical damage to the screen, with no indication of device alarm activity or functional malfunction beyond the display crack. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.